Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device not working since the implant date. The physician made a perineal incision and identified that the cuff was too large for the patient. The aus 5.0cm aus cuff was explanted and replaced with a new aus 4.0cm cuff, the physician attempted to cycle the device and the device failed. A cystoscopy was completed during the procedure, the physician then decided that the urethra was scarred where the cuff was and wanted to find a new spot for the cuff, while making a new spot the physician perforated the urethra, the procedure was aborted. The patient status was good following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of the cuff length too long and mechanical issue can not be confirmed through analysis as there were no malfunctions or defects that would directly cause the reported allegations. Technical analysis: the cuff was returned for analysis to our post market quality assurance laboratory. Visual examination identified that the buttonhole was torn, which is consistent to occur during the explant procedure, and is considered an indirect defect. Visual examination and functional testing did not identify any further malfunctions or defects of the cuff. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device not working since the implant date. The physician made a perineal incision and identified that the cuff was too large for the patient. The aus 5.0cm aus cuff was explanted and replaced with a new aus 4.0cm cuff, the physician attempted to cycle the device and the device failed. A cystoscopy was completed during the procedure, the physician then decided that the urethra was scarred where the cuff was and wanted to find a new spot for the cuff, while making a new spot the physician perforated the urethra, the procedure was aborted. The patient status was good following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) as the device was not working since the implant date. The physician made a perineal incision and identified that the cuff was too large for the patient. The aus 5.0cm aus cuff was explanted and replaced with a new aus 4.0cm cuff. The physician attempted to cycle the device and but it did not perform as intended. A cystoscopy was then completed during which the physician determined the urethra was scarred at the cuff site. While creating a new space for the replacement cuff, the physician perforated the urethra and the procedure was aborted. The patient status was good following the procedure. On 01nov2021 the patient underwent a secondary revision procedure to remove the remaining balloon and a new aus was successfully implanted.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of the cuff length too long and mechanical issue can not be confirmed through analysis as there were no issues detected that would directly cause the reported allegations. Technical analysis: the cuff was returned for analysis to our post market quality assurance laboratory. Visual examination identified that the buttonhole was torn, which is consistent to occur during the explant procedure. Visual examination and functional testing did not identify any further damage to the cuff. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.